Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the single-use distal cover of the duodenovideoscope fell off during a procedure, but it was retrieved without any issues. The issue occurred during an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: the distal cover was improperly attached. The distal cover had stress from friction by twisting and pushing/pulling in the patient¿s body, or contact with the mouthpiece during a procedure. The user facility may be able to detect the event by handing the device in accordance with the following instructions for use (IFU): operation - precautions. The user facility may be able to reduce/prevent occurrence of the event by handing the device in accordance with the following IFU: -preparation and inspection - attaching accessories to the endoscope. It is further suggested that the user facility review the method of device handling according to the IFU. Olympus will continue to monitor field performance for this device.